Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient with fatigue presented in clinic. It was noted that the implantable cardiac monitor was in back up vvi operation mode. A device restoration was completed successfully. The patient was reported to be stable.